Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt sample on initial and repeat testing. The customer performed a second repeat troponin test and the result was negative. The pt sample was run on another troponin test method and the result was negative. A negative troponin was reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the discordant positive stat troponin assay test results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no known causes for the discordant positive immulite 2500 troponin result. The fse replaced the sample probe and cleared a wash 2 liquid waste line that may have contributed to the discordant result. The instrument is performing within specifications.